Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation . X-inspect returned samples . Analysis and findings : distribution history: the complaint product was manufactured at csi on 03-12-2010 under work order (B)(4) and sold on 04-21-2010. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : this unit was returned on 05-17-2012 for not having a steady spray. The unit was found to be dirty, but tested to specification after cleaning. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Additional instances of broken triggers have been identified, usually attributed to mishandling by the end user. Product receipt: the complaint product (item number 900077, serial number (B)(6)) was returned on 11-23-2021. The serial number of the returned product matched the serial number reported. Visual evaluation: visual examination of the complaint product revealed physical damage. The trigger was found to be broken. Functional evaluation: complaint product was functionally evaluated and found not to function properly. The complaint condition of a broken trigger was confirmed by the service technician. Root cause : while no definitive root cause could be reliably determined, the potential cause may be mishandling or damage caused by end user. Correction and/or corrective action : the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.

Event description:
Broken part. Confirmed complaint: trigger broken off. Repair order (B)(4). 1216677-2021-00264 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Broken part. Confirmed complaint: trigger broken off. Repair order: (B)(4). Wallach ultra freeze 900076. E-complaint- (B)(4).